Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the touch screen, and reformatted the hard drive, and reloaded the sys software. The sys was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the sys would mix pt data when retrieving images. No pt injury was reported.